Event description:
Subject was enrolled in the rheumatoid arthritis study (a phase ii, multicenter, randomized, double blind, "sham" pheresis-controlled, study of extracorporeal photoimmune therapy (ecp) with uvadex for the treatment of rheumatoid arthritis in patients who have an inadequate response to disease-modifying antirheumatic drugs and biological agents.) The patient had a medical history of anemia. Subject received ecp therapy for 38 days. On event date subject experienced a 250cc blood loss during ecp therapy. Operator noticed plasma leaking from bowl, possibly from seal area, during cycle 1 buffy collection. As a precaution, treatment was discontinued and blood was not returned to the patient. No blood leak or other alarms occurred. The centrifuge bowl, the cell separator portion of the xt-125 procedural kit, was returned to therakos for evaluation. A one half inch crack was found in the stem of the upper bowl assembly header shield. The bowl was sanitized with 10% bleach solution and sent to harmonetics corporation, manufacturer of the centrifuge bowl. Haemonetics confirmed the bowl leak.